Manufacturer narrative:
H6 codes have been updated to reflect conclusion of the investigation.

Event description:
It was reported that a patient was revised two days post-operatively to address a migrated xia polyaxial screw. The patient reported experiencing a loud pop and pain. Inspection of the returned device revealed the tulip head was disengaged.

Event description:
It was reported that a patient treated for back pain with a t11-pelvis construct was revised two days after implantation to address a migrated xia polyaxial screw.